Manufacturer narrative:
The patient remains ongoing on pump support and no additional adverse events have been reported at this time. A direct correlation between the report of infection and the device could not be determined through this evaluation. The instructions for use lists infection (including driveline infection) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device 42 days. No additional information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient developed a chronic driveline infection in (B)(6) 2014. The infection was not previously reported to the manufacturer. After onset in (B)(6) 2014, the patient had been admitted multiple times. Dates of admission were requested, but not provided. Cultures collected on (B)(6) 2014 were positive for (B)(6). The patient had multiple cultures collected since then that were found positive for multiple organisms including (B)(6) and proteus mirabilis to driveline exit site. It was also reported that on an unspecified date, it was found that the patients blood contained candida lusitaniae. The patient was treated with oral and intravenous antibiotics throughout the course of the chronic infection. On (B)(6) 2016, the patient was admitted due to the massive driveline infection that was reported as possibly throughout the patients chest cavity. On (B)(6) 2016, it was reported that the patient was at home. The lvad clinicians reported that there are no surgical options for the patient.

Event description:
Additional information: it was reported that the chronic driveline, driveline exit site, and chest cavity methicillin-resistant staphylococcus aureus (mrsa) infection also includes the pump pocket. Due to the patient's history of non-compliance and the long-term mrsa infection the patient is not a surgical candidate. Hospice care options are being discussed with the patient. No further was provided.